Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting device return.

Event description:
Event description: per cnf, it was reported that: when the catheter was deployed in the left atrium after inserting the into the body, it turned into a cobra shape. When the catheter was removed from the body and reshaped, the wire got stuck and could not be moved, so the catheter and wire were replaced, and the procedure was completed. Physician comments: patient outcome: no patient injury. Infected: no. Generator/controller: ablation catheter used: other used: time of event: during procedure device/procedure outcome: unable to use device attempted procedure completed different device used (same model). As reported code: 1457: entrapment of device or device component. As reported device code: 9398: no clinical signs, symptoms or conditions. As reported patient code: f26: no health consequences or impact.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported event stated the guidewire was stuck in the farawave catheter however the customer returned the guidewire without the catheter. Analysis took place on the guidewire as returned. A visual and tactile examination of the returned used guide wire was completed, and the following features were observed: this is a 3-piece construction: coil, ribbon, and core. The ribbon and coil are welded in the distal end, and the ribbon, coil and core are welded in the proximal end. There were scrapes along the length of the guidewire, specifically at points of manipulation on the guidewire, suggesting that force was used to remove the guidewire from the catheter. The guidewire was returned with several kinks at approximately 22.5cm, 33.5cm, 38.4cm, 45.2cm, 53.6cm from the distal tip and 18.6cm from the proximal weld. There was a bend present on the guidewire at 68.4cm from the distal end. One wrap of the coil was stretched from the proximal weld. No anomalies were observed to indicate a manufacturing issue with the distal or proximal weld. A finger pull test was carried out on both welds, and it was confirmed that the two welds are intact. No other damaged was noted on the returned guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. The classification as reported is: "functional: unable to remove" however upon inspection, the classification as investigated is: "damaged: kinked". Based on the information provided by the supporting documentation, "improper use" and/or "operational context" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Event description: per cnf, it was reported that: when the catheter was deployed in the left atrium after inserting the into the body, it turned into a cobra shape. When the catheter was removed from the body and reshaped, the wire got stuck and could not be moved, so the catheter and wire were replaced, and the procedure was completed. Physician comments: patient outcome: no patient injury, infected: no. Generator/controller: ablation catheter used: other used: time of event: during procedure device/procedure outcome: unable to use device attempted procedure completed different device used (same model). As reported code: 1457: entrapment of device or device component. As reported device code: 9398: no clinical signs, symptoms or conditions. As reported patient code: f26: no health consequences or impact.